Manufacturer narrative:
Analysis was performed by onsite service personnel. The field service engineer (fse) confirmed that after the hospital replaced the lead wire the equipment returned to normal operation. The faulty component is a philips product. Based on the results of the analysis, it was determined that the system has malfunctioned and the cause of the reported problem was a defective ECG lead set cable. The issue was resolved by replacing the defective ECG lead set and the equipment is confirmed to be operation per its specification. E1: reporting institution phone#: (B)(6). D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
It was reported that during the diagnosis and treatment of a patient, it was found that there was 50hz alternating current interference, which caused inaccurate ECG detection. The device was in clinical use. There was no report of patient or user harm.